Event description:
Customer reported receiving a higher reading from her adc blood glucose meter than she felt and higher than a subsequent reading from a hcp. It was further reported that on (B)(6) 2018 she was feeling ¿lightheaded and woozy¿ so she performed a test and received a reading of 365 mg/dl, which was ¿way too high¿ so she called the paramedics. Upon arrival, the paramedics received a reading of 40 mg/dl on their meter and treated the customer with a ¿tube of glucose¿ to increase her sugar level. Customer was transported to a hospital where she was admitted for a three-day stay. Customer could not recall the treatment received during her hospitalization. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the reported meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from her adc blood glucose meter than she felt and higher than a subsequent reading from a hcp. It was further reported that on (B)(6) 2018 she was feeling ¿lightheaded and woozy¿ so she performed a test and received a reading of 365 mg/dl, which was ¿way too high¿ so she called the paramedics. Upon arrival, the paramedics received a reading of 40 mg/dl on their meter and treated the customer with a ¿tube of glucose¿ to increase her sugar level. Customer was transported to a hospital where she was admitted for a three-day stay. Customer could not recall the treatment received during her hospitalization. There was no report of death or permanent injury associated with this event.